Manufacturer narrative:
The insulin pump had a button error alarm and blank display due to corroded buttons on the keypad trace, electronic assembly and motor home switch.

Event description:
The customer reported a button error alarm followed by a blank display. Troubleshooting was performed, and the buttons had not been pressed for three minutes or longer. Advised that the insulin pump would be replaced. Nothing further was reported.